Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer complaint of upstream occlusion was not verified. The event log showed the error on (B)(6) 2018. Use testing was performed. Service recalibrated upstream sensor as a preventive measure. The problem source is unknown.

Event description:
Information was received that the cadd legacy pump had upstream occlusion. No reported adverse effects.